Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit would not zero. There was no injury.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Corrected fields: b4, d8, d9 (device available for eval, return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Getinge field service engineer (fse), could not duplicate unable to zero issue. Successfully zeroed pressure 5x times no errors and tested customer pressure cable with disposable transducer no issue found. Discovered etf 50 in error logs and replaced motor controller pcb as an precaution. Unit passes all functional checks and returned unit to clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received motor controller with a reported unit failure of electrical test fails code 50. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed motor controller into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. The fat proceeded to boot the cs300 up in the clinical mode to allow the cs300 to complete it¿s self test. After the self test was completed, the unit produced an audible alarm, and the fat observed a visual alarm of electrical test fails code #50 on the display. The fat verified the failure experienced by the customer of electrical test fails code #50. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.